Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due osteolysis, elevated cobalt and chromium levels, pain, metallosis, and trunnion wear.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. Revision surgery found quite a bit of grayish fluid and a significant amount of metallosis. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due osteolysis, elevated cobalt and chromium levels, pain, metallosis, and trunnion wear. Doi: 2007; dor: (B)(6) 2012 (left side). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. (B)(4) has been established regarding root cause and/or corrective actions. Further determinations and actions will be documented in the corrective and preventative action investigation as appropriate. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Part/lot have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.